Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device was found to have a delayed keypad response. The cause was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it was observed that there was a processor lag during navigation of menus (delayed keypad response). No additional information is available.